Event description:
New information notes on (B)(4) 2014 the device was interrogated and invalid diagnostics was found again. The diagnostics was cleared.

Event description:
It was reported that the pt presented in clinic for a follow up visit. The pulse generator exhibited invalid diagnostic data. The pt did not experience any adverse consequence. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.